Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sub total gastrectomy procedure, at the first firing, the reload was connected to the stapler, the surgeon tried to fire the device, however the plastic knob did not advance. A new reload was used and connected the same stapler, and the procedure was continued. There was no reported patient injury.